Manufacturer narrative:
Customer was contact and advised they are purchasing another rns. Device was not returned.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) will not work but the mouse has a red light.